Event description:
It was reported that t-wave oversensing (twos) was observed on the remote transmission. It was also reported that the lead integrity alert triggered due to oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg defibrillator (B)(6) 2010; 4076-52 implantable pacing lead (B)(6) 2010. (B)(4).